Event description:
It was reported that the patient experienced distal penis erosion due to previous surgery. His malleable penile prosthesis was removed. The physician does not believe that the device caused or contributed to the erosion. The procedure was successfully completed without further complications.